Manufacturer narrative:
Updated description, initial report: the device being discarded was inadvertently not mentioned. Updated coding, initial report: the device being discarded was inadvertently not coded.

Event description:
Information obtained that the explanted generator was discarded.

Event description:
Patient reported being at low settings and hesitant to undergo device replacement due to tightness in the throat with stimulation that had recently gotten worse. Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date. No additional or relevant information has been received to date.